Event description:
The facility reported that a male patient was infusing solution 48 of 500ml via a flo-gard pump which failed to alarm occlusion and an unknown set which reportedly leaked solution onto the baby's foot resulting in 2nd degree burns on the left foot, superior side. Solution 48 is dextrose 5% and electrolytes at 10cc/hour intravenously (IV) and is used to keep the vein open. The solution 48 had been infusing 23 hours prior to the event occurring. The infusion was discontinued at the time of the event. Interventions for the burns included: garmaycina (gentamycin), daily healing and vaseline gauze as well as whirlpool and hydrogel cream. The patient's condition is currently stable. The intravenous set product code and lot number is unk. The patient was discharged to home in 2008. This is one of three complaints linked to the same event. This complaint is linked to the flo-gard pump that failed to alarm occlusion.

Manufacturer narrative:
The device has been received by the product analysis lab (pal) for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.